Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 52mm diameter abdominal aortic aneurysm. The aortic neck is 77mm in length, 20.3, 18.3,17.7, 18.2, 17.6mm in diameter from proximal to distal. Then it was 20.9x19.7, 23.2x22.4, 21.7x21.2 and 22x21.4 from proximal to distal. The limbs were crossed with the contralateral limb landing on the right iliac. It was reported that a follow-up CT scan showed a type ib endoleak. The right iliac artery is 12x11.4, 12.3, 14.2, 15.3x14.3, 15.1x13.4 in diameter from proximal to distal over 22mm of length. Intervention is planned at a future unknown date to embolize the right internal iliac artery and extend the landing zone up to the right external iliac artery. To ensure safety, it is also planned to implant an aortic cuff proximally as prophylactic. The physician stated the cause of the event is anatomy related (due to loss of seal that was associated with expansion of the right common iliac artery. No clinical sequelae were reported and the patient will be monitored by their physician.